Manufacturer narrative:
No conclusion can be drawn since there is no service or repair info available. No report of pt or staff injury was reported.

Event description:
The customer reported that the stenoscop system stopped working. No pt injury was reported.